Event description:
It was reported that a user applied a freestyle libre 3+ sensor and initially started it in the freestyle app instead of the ilet bionic pancreas app, which led to a ¿sensor in use by another device¿ alert when attempting to connect through the ilet; the user to forced closed the ilet app and restart the phone, after which the user successfully scanned a new freestyle libre 3+ sensor in the ilet and obtained a warmup timer. The user experienced a glucose peak of 276 mg/dl with no adverse clinical symptoms associated. Outcomes included temporary inability to dose from cgm data and no long-term health impact. User support included guided troubleshooting of the mobile application and sensor pairing process. Investigation of this case revealed that the sensor had been initiated on a different application, causing a pairing conflict which was resolved by starting a new sensor through the ilet app after app restart. It was concluded, based on previously established findings for similar reports, that the cause was use error related to starting the freestyle libre 3+ sensor on a non-ilet application leading to connectivity conflict.